Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a kidney biopsy procedure using the maxcore instrument. During the procedure, after triggering from the kidney, no specimen was found in the cannula. Upon follow up, it was reported that the outer cannula of the device had failed to fire. The procedure was completed by using another device. There was no reported patient injury.